Event description:
As reported by the user facility: customer states, "two cases have occurred that the needles broke in half. In one case, it is unclear what happened. In the other case, the needle broke in half as the b12 shot was injected into patient's arm. Needles were removed easily.

Manufacturer narrative:
(B)(4). The sample has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).